Event description:
International customer reports that the tip of the needle broke while suturing a renal artery. The needle tip was not retrieved. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.